Event description:
Autosonix tip broke off during case - no alarm from console. Luckily, noticed by relief scrub tech, the piece was found inside abdomen. Standard use of autosonix is to divide omental fat - very heavy and vascular. (B)(4).